Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: product ID: 6947m62, lead, implanted: (B)(6) 2012. Product ID: 429688, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a routine follow up, high rate non-sustained ventricular tachycardia (vt) episodes were confirmed for the right ventricular (rv) lead. Oversensing was detected, however was not able to be reproduced by the stress test. Electromagnetic interference (emi) was suspected, however there was no apparent emi factor at the time of noise occurrence. In addition, it was noted that the rv output had increased as well. An rv lead replacement is scheduled. No patient complications have been reported as a result of this event. (B)(6) 2015 it was further reported that physician elected to continue use of the right ventricular (rv) lead as the oversensing noise has not occurred since the first reported incident. The physician decided to explant and replace the device instead, as the physician suspects that the device contributed to generating the noise. No patient complications have been reported as a result of this event.